Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid and particulates within the cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The screen brightness check failed. When powering on the cycler the ¿ok¿, ¿stop¿ and ¿up/down¿ arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code 2018 which reflects the transformer has p155 insulation thickness. A known good inverter board was installed, and the display became operational. The touch screen test then passed. The system air leak test failed. The leak was traced to the pressure reservoir tank. The system air leak test failed. The cause was traced to integrated circuit twenty-four (ic24) which had damage and a leaking vacuum. The valve actuation test passed. The teach pumps test passed. A pre-ast 15 min 1000ml simulated treatment was completed without any failures or problems. There were visual indications of dried fluid on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an a leak of the pressure reservoir. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that a liberty select cycler alarmed with a ¿m71.1 pressure leak¿ alarm during dwell 1. The patient rebooted the cycler, and the cycler was not able to reach step 1 of setup. The cycler displayed a ¿m01-21 system warning¿ message. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required because of the reported event. The patient did complete treatment manually the day of the reported issue. The cycler was returned to the manufacturer, and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, the reported issue was confirmed due to a leak of the pressure reservoir. Additionally, the manufacturer identified an internal short on transformer one (t1) on the inverter board.